Manufacturer narrative:
Product event summary: the proximal portion of the catheter was returned and analyzed. It was noted that the mechanical operation of the catheter was damaged and peeling/slitting/splitting with a spiral slit. The slitter was analyzed and was determined to be damaged during use. The analyst commented that only a 25cm proximal segment of the catheter was returned. Spiral slitting (technique issue) is visible from the beginning, stress cracking on the shaft is at various locations. The analysis also commented that the slitters were returned with the catheter and both slitters show use and have blade damage, dull and bent, damaged during procedure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implanting procedure, half of the catheter was cut during slitting. The catheter was not pulled out straight against the insertion direction and was slit obliquely upon removal. Another catheter was used. The newly implanted left ventricular (lv) lead dislodged when the guidewire was pulled out. The lv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.